Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was explanted and replaced. Additionally, it was reported that during the ra lead extraction the right ventricular (rv) lead was damaged. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.